Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date in (B)(6) 2021 and involved a plum 360 driver new that the customer reported did not alarm for air in line. There was no report of any harm.